Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02765. It was reported the patient plans to have her system removed as she feels it did not help her very much. She also stated she may possibly need an MRI procedure due to other health issues. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.